Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pm5767, and no non-conformances related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequences? Was the procedure delayed due to the suture breakage? How many minutes? Could you please confirm the device's availability? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2020 and suture was used. During the procedure, the suture broke when sewing. Changed another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested..

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/10/2021. The following information was requested, but unavailable: was there any patient consequences? Was the procedure delayed due to the suture breakage? How many minutes? Additional information was requested and the following was obtained: could you please confirm the device's availability? The sample is not available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.